Manufacturer narrative:
Updated b4 for report submission date, g1 for contact information, g3 for awareness date of new information, g6 for report type and sections d9, h1, h2, h3, and h6 to report that the device was not received for analysis. Information for section a1, a4 were not available. When information becomes available, a supplemental report will be filed.

Event description:
Per complaint (B)(4), there was a malfunction of the grip between a dental implant and a transfer. The dental implant was subsequently explanted. No adverse patient consequences were reported.